Event description:
During an initial implant procedure, decreased sensing was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.